Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the 90 degree bent and severely calcified mid right coronary artery (rca). The 3.00x28mm ion stent delivery system (sds) was advanced to the lesion and was unable to cross. While attempting to cross the lesion the stent was damaged. The sds was removed and the rca was pre-dilated with an unspecified balloon catheter. The procedure was then completed with a different 3.00x28mm ion sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).